Event description:
It was initially reported that the surgeon had elected to use guardian caps for the stage 1 dbs (deep brain stimulation) case on the day of the report. It was stated that the surgeon cited his main reason as a repeated failure from medtronic to address his concerns and that he felt the guardian cap was a far more reliable product. Two months later it was reported that the surgeon had found the stimloc to be fiddly and unreliable. On several occasions he had noted that the inner clip failed to hold the lead securely. Failure of the inner clip had been in the form of spontaneous opening and movement despite the jaws being closed and failure of jaws to close.

Manufacturer narrative:
Concomitant products: product ID m924256a, lot# unknown, implanted: (B)(6) 2013, product type accessory; product ID neu_unknown_lead, product type lead; product ID m924256a, lot# unknown, implanted: (B)(6) 2013, product type accessory. (B)(4).